Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient injected with juvéderm® voluma¿ with lidocaine. Patient presented, "granuloma on zygoma area." Biopsy not provided.

Event description:
Additional information reported "depo medrol im (methylprednisolone) was applied to patient 3 times with 1-2 month intervals. Currently, the patient¿s complaints are in regression."